Event description:
Related manufacturer reference number: 2017865-2022-46037, 2017865-2022-46038. It was reported that intermittent capture, decreased r-wave sensing and varying pacing impedance were observed on the right ventricular (rv) channel. Additionally, decreased p-wave sensing, noise and oversensing were observed on the right atrial (ra) channel. The device was reprogrammed as an interim solution. An x-ray was performed and the device was found to have migrated from the original implanted location. A revision procedure was performed, the device and rv lead were explanted and replaced to resolve the event. The patient was in stable condition.